Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device had missing end cap sticker.

Event description:
The customer reported having high blood glucose of 425mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that insulin squirted out during the manual prime, and the device alarmed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.